Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while usingbd¿ luer slip tip syringe with attached needle 26 g x 5/8 in the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: called to report..."it was the needle that you draw the medication up with, the 1 ml subq syringe in the kit. The needle piece was very loose and when she injected the patient, she went to pull it out and the needle stayed in him, but the whole syringe barrel removed when she was going to pull it out." Is there any adverse event for patient/user? Yes, adverse event was reported. While injecting product, the patient experienced a burning sensation. No further information available. What kind of medication used during the incident? Gattex.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, while usingbd¿ luer slip tip syringe with attached needle 26 g x 5/8 in the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: called to report, "it was the needle that you draw the medication up with, the 1 ml subq syringe in the kit. The needle piece was very loose and when she injected the patient, she went to pull it out and the needle stayed in him, but the whole syringe barrel removed when she was going to pull it out". Is there any adverse event for patient/user? Yes. Adverse event was reported while injecting product, the patient experienced a burning sensation. No further information available. What kind of medication used during the incident? Gattex.